Event description:
A female patient underwent a left heart catheterization procedure (date unknown). The procedure was performed via a 6 french procedural sheath, placed in the right common femoral artery. Additional procedural details are not known. At the end of the catheterization procedure, the physician took a femoral angiogram and determined the patient was suitable for mynx vascular closure device. The device was prepped and deployed, reportedly per IFU by a trained physician. Arterial bleeding was noted following device deployment requiring manual compression followed by a fem-o-stop to achieve hemostasis. The patient was later discharged per hospital protocol without incident. Approximately 1 week post procedure, the patient developed right lower extremity pain. An additional femoral angiogram was performed in late 2008 noting an embolism at the right common femoral artery. Surgical repair of the artery was performed and was successful in restoring flow. The patient tolerated the procedure well and without further complication. Pathology of the embolic material was not provided to confirm the source of the occlusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided. It is not known if the material removed during surgery was sent to pathology for analysis, thus the composition of the occlusion is unknown. Based on the limited information provided, the root cause of the incident could not be determined.